Manufacturer narrative:
The caller reported that the results were obtained using the same vial of test strips, but could not provide which lot (478936 or 478652) was in use at the time of the readings.

Event description:
It was reported the patient received the following results within 15 minutes: 350 mg/dl and 153 mg/dl. The caller reported that the results were obtained using the same vial of test strips, but could not provide which lot (478936 or 478652) was in use at the time of the readings.